Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, it was reported that the keypad buttons were unresponsive. The reporter indicated this issue occurred after the pump was worn while swimming. Moisture is now visible underneath the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: visual inspection found corrosion in the display screen and a crack in the pump case. The keypad response issue could not be duplicated on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was no evidence of keypad contamination under the button key contacts. Inspection of the internal components revealed corrosion on the keypad flex connector and surrounding components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.